Manufacturer narrative:
Continuation of d10: 4968-25 lead implanted: (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's representative that the patient heard an alert tone the night prior and went to the emergency department (ed). The patient's representative noted that the ed staff interrogated the device and reviewed the transmission report. The staff noted to the patient's representative that there was "a lead warning for impedance". The patient's representative noted that the alert was sounding "every few hours" and was making sleeping difficult for the patient. The lead remains in use. No further patient complications have been reported as a result of this event.